Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After each alarm, the customer changed all of the supplies on the pump and successfully delivered a bolus of insulin. The customer's blood glucose level was not impacted. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had been using apidra insulin in the cartridge. The customer indicated that novolog insulin would be used instead of apidra.